Event description:
It was reported that the patient has complained since early (B)(6) 2021 about ¿voltage in the electrode cable¿ as well as swelling of the scar on neck. The patient went to the emergency room because of increase tension with inability to turn head to right and look upwards. Hospitalization in neurosurgery: return home with consultation expected in month. Anterior posterior x-rays of the neck and chest were available that displayed complete view of the neck and chest and these were reviewed. Based on the images provided, the connector pin was seen going through the second connector block, the feedthrough wires appeared intact at the connector pins, and the generator was placed in the upper left chest, as expected. The lead that was connected to the generator could be seen in the patient's neck on the left and appeared to be routed toward the patient¿s left chest. A strain relief bend was present per labeling. No tie downs were present and strain relief loop was not present. There was a portion of the lead that was routed behind the generator, and the lead wires appeared intact at the connector pins. No gross discontinuities or sharp angles were identified in the visible portion of the lead. Based on the images provided, there is no obvious cause for the reported lead pulling sensation and edema. Physician noted that it is possible that the battery goes down a little, during the operation, a log is created for the battery, it is possible that there is a little enlargement of this housing and some movement of the battery. The feeling of discomfort may also be due to the cable's adhesion to the fabrics along the way. The swelling will most likely be due to tissue fibrosis in the scar which is an inherent reaction to this type of operation. There may also be fibrosis along the cable path that would cause this discomfort. No additional relevant information has been received to date.